Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection fell from 40% to 15% in approximately one month. An analysis of the device data by boston scientific technical services (ts) showed that power consumption had been increasing gradually and device replacement or reassessment was recommended within 60 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains updates to field b5:describe event or problem and h6: impact codes capturing device explant. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection fell from 40% to 15% in approximately one month. An analysis of the device data by boston scientific technical services (ts) showed that power consumption had been increasing gradually and device replacement or reassessment was recommended within 60 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this s-ICD was explanted and successfully replaced. This device has been returned and analysis is expected.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection fell from 40% to 15% in approximately one month. An analysis of the device data by boston scientific technical services (ts) showed that power consumption had been increasing gradually and device replacement or reassessment was recommended within 60 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this s-ICD was explanted and successfully replaced. This device has been returned and analysis is expected.

Manufacturer narrative:
This report contains updates to field b5:describe event or problem and h6: impact codes capturing device explant.